Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 407 mg/dl. The customer treated high blood glucose level with manual injection. Auto mode feature was not active at the time of event. The customer declined troubleshooting for high blood glucose and blood at site. It was also stated that there was some blood at the site of infusion set. The insulin pump will not be returned for analysis.